Manufacturer narrative:
(B)(4). (B)(6). Reported event was confirmed by review of medical records received. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06670, 0001822565 - 2018 - 06671.

Event description:
It was reported patient underwent a tenotomy of iliopsoas, a trochanteric bursectomy, and a fasciotomy of the fascia tube approximately 3 years post implantation to treat right hip bursitis and coxalgia after patient experienced pain and limited range of motion. Attempts have been made and additional information on the reported event is unavailable at this time.